Event description:
Information received by medtronic indicated that the customer was experiencing high blood glucose level. Customer¿s blood glucose value at the time of call was 458 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if customer was using the smartguard feature at the time of the event. Customer declined troubleshooting as they were about to contact their healthcare provide regarding manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.